Event description:
The pace/sense portion of this lead was capped and replaced due to noise on (B)(6) 2014. The defibrillation portion of this lead remains actively implanted. Should additional information become available, this file will be updated. (B)(6) 2014 - the shock portion of this lead was capped on (B)(6) 2014. This lead is no longer active.